Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that balanced salt solution leaked when using the valved entry system. The procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10.  The returned samples were visually inspected and were found to be non-conforming with damage to the septums. Two of the trocar septum slits were jagged extending to the trocar hub and one septum slit was folded over. Leak testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported product was processed and released according to the product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation ; therefore, the condition of the product could not be verified. The product was processed and released according to the product¿s acceptance criteria. Because a sample was not received at the manufacturing site and the product was processed and released according to the product¿s acceptance criteria, the exact root cause for this complaint is unknown. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. The manufacturer internal reference number is: (B)(4).